Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed to alarm no delivery in spite of the cannula being bent. The customer reported that this was a recurring issue for several months leading up to the call. Blood glucose level at the time of the incidents was between 100 and 500 mg/dl. Blood glucose level at the time of the call was 580 mg/dl, which was treated with a manual injection. The customer reported having a stomach ache, headache, and feeling pressure when breathing. During troubleshooting, the customer confirmed that the cannula was bent. The customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.